Manufacturer narrative:
.

Event description:
It was reported to philips the device failed the operational check. The customer requested philips to perform an evaluation on the device. There was no patient involvement.